Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. However, liquid was still able to pass through the fluid pathway without issue. No leaks were found during testing and no issues were found with the formed needle that would cause damage to the soft cannula. The timing and cause of the bend in the exposed portion of the soft cannula could not be determined, or if it contributed to the reported event. No other damages or defects were found with the device and the download data showed no pulse width increases or signs of device struggle to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 269 mg/dl, while wearing the pod between 4 and 24 hours on the arm. Corrections were made using the pod but the bg levels did not decrease. Hyperglycemia treated by activating a new pod and bolus.